Manufacturer narrative:
H.6. Investigation: DHR was performed and no qns were initiated along with all required challenge samples, set-up and in process testing was performed in accordance with the control plan. Received a total of 4 nexiva 20ga units of which 2 were within sealed packages from lot 8197833 with all contents within and 2 were received without packaging with only the extension set components received. The extension tubings were manually pulled on the sealed units received: ¿ no disconnections occurred. Used units ¿ the extension tubings of the units received were disconnected from the winged adapters. No traces of adhesive were observed on the extension tubings. Traces of adhesive were observed outside of the adapter ports the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. CAPA#684099 was initiated.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was placed successfully, but upon fixing the catheter with a new dressing at a later time, blood was noticed leaking from where the extension had separated from the adapter site. The following information was provided by the initial reporter, translated from german to english: "catheter was placed without any incidents or problems by dr. [...]. Upon fixing the catheter with a dressing the doctor noticed a clearly visible leakage of blood. Extension has fallen off the adapter site. Dr. [...] Had to remove the canula and had to do re-cannulation. The patient was awake and complaint severely, since a re-cannulation had to be done, which can be traumatic".

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was placed successfully, but upon fixing the catheter with a new dressing at a later time, blood was noticed leaking from where the extension had separated from the adapter site. The following information was provided by the initial reporter, translated from german to english: "catheter was placed without any incidents or problems by dr. [...]. Upon fixing the catheter with a dressing the doctor noticed a clearly visible leakage of blood. Extension has fallen off the adapter site. Dr. [...] Had to remove the canula and had to do re-cannulation. The patient was awake and complaint severely, since a re-cannulation had to be done, which can be traumatic"